Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us, serial #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). Product analysis: no product was returned, therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, required due to severe aortic insufficiency, the valve was implanted in the correct position. However, it dislodged aortic after it was released from the delivery catheter system (dcs). As a result, an additional valve was then implanted in the correct position. On an unspecified date within four days of the valve implant, the patient died. The cause of death was not provided. It was unknown if an autopsy was performed.